Event description:
The product complaint report shows the customer alleged that prior to use on a patient it was noted that there was no audio alarm. The hospital biomedical technician replaced the alarm assembly. It is not verified that the vent malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.